Manufacturer narrative:
The device was not returned to resmed for evaluation. A resmed product support specialist went through the troubleshooting steps and advised the customer to contact astral support when she had the device present. The customer informed resmed that she would contact us after visiting the patient and determine the cause of the issue. Resmed has attempted to make contact with the customer for further information regarding the complaint, however, no contact has been made. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that while a patient was attempting to stop therapy, the touch screen and power button were unresponsive and the device would not stop therapy. There was no patient injury reported as a result of this incident.